Event description:
The customer reported that the images were overlapping and were uninterpretable. This rendered the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor was replaced. The system was then found to be operating as intended.